Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6 the reported complaint could not be confirmed. Visual examination of the provided picture identified that the zca cup was explanted and covered in bio-debris. The locking ring was noted to be bent and deformed. No further evaluation could be made from the provided picture. Radiographs were also provided and reviewed by a healthcare professional. The available records identified that the patient had a left total hip arthroplasty with significant amount of cement noted along the acetabular cup, as well as possible dislocation of the radiolucent polyethylene liner. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility and it was determined that the zca cup is not intended to be cemented into the acetabular shell. The root cause of the reported issue is attributed to user error, as the surgeon had cemented the zca cup into a shell within the acetabulum. Per the device IFU for cups and liners, the devices should not be used for other than labeled indications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: 802203202 ¿ cocr head ¿ 3082691. 00811400110 ¿ cpt stem ¿ 64363028. G2: report source australia. Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01236

Event description:
It was reported that patient underwent a hip revision approximately 2 months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.